Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic after receiving a patient notifier for non-sustained lead noise. Review of egm indicated that the device was intermittently undersensing. It was recommended that the device be reprogrammed. Device remains implanted.